Event description:
Boston scientific received information that the latitude home monitoring system detected a high shock impedance measurement on the right ventricular (rv) lead greater than 125 ohms. The device was interrogated and no out of range measurements were observed. Technical services discussed testing recommendations. The device physician delivered a 41 joule shock and lead impedances measured within normal limits. The physician elected to continue to monitor the device system. To date, no adverse patient effects were reported with this clinical observation.

Manufacturer narrative:
All available information indicates that the lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.